Manufacturer narrative:
The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
"Pain, "other systemic problems, but was unhappy with overall shape of breast and implant", and "there was some creamy fluid removed from around the right breast implant... Capsular contracture (baker grade unknown) was also noted on this with a very tight capsule around the implant" was reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
"At the inferomedial aspect of the implant, there is an echogenic mass which appears to be contiguous with the implant margin and could represent localized rupture or peri-implant hematoma" was reported. The device has been explanted.

Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿rupture¿ and ¿bottoming out issues¿. The device remains implanted. This record is for the right side.